Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning, the helix could extend and retract. Electrical testing did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The lead was explanted and replaced. There were no patient consequences.